Manufacturer narrative:
Subject device was not received for evaluation. Review of the device history records was performed which confirmed no discrepancies. Reportedly, there were no internal processing issues that would contribute to the nature of the complaint. A review of the complaint history did not identify additional complaints for the manufactured lot on file. Per results of the investigation, no root cause could be determined. At this time, no further investigation is warranted. (B)(4).

Event description:
During an unknown procedure utilizing the ultra fastfix peek curved needle delivery system w/split cannula, it was reported that, while suturing the soft tissue into the bone with the anchor, t2 implant did not deploy properly. It was reported that the first implant was removed from the patient. It was reported that a backup device was available and the procedure was completed successfully. Patient condition post-surgery was satisfactory. (B)(4).